Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient was suffering from stomach problems, frequent urination, nausea and inability to eat. For treatment, the patient was transferred to the intensive care unit (ICU) and was given a insulin drip intravenously (IV). The patient was prescribed unknown medications. The patient reported that the cannula was dislodged from unknown location. The patient was discharged after 3 days.